Manufacturer narrative:
Corega tablets (distributed as polident tablets in the united states) are manufactured in (B)(4). The lot number for this product is available; however, it is unknown whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of periodontal abscess in a (B)(6) female patient who received corega (corega tablets 5 minute) tablet for dentures. A physician or other health care professional has not verified this report. On an unknown date, the patient started corega. On (B)(6) 2013, the patient experienced periodontal abscess, active fistula and product complaint. This case was assessed as medically serious by gsk. The patient was treated with optamox. At the time of reporting, the events were unresolved. The patient's product complaint is that with this last batch, the tablets were not as effervescent as the previous ones and took longer time to dissolve. She also experienced the adverse events when she used this batch.